Event description:
In 2005 the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter in january, 2006 to the pt since he could not be reached by telephone. Four months ago on an unk day, the pt developed symptoms of being "non-coherent and dizzy." He also felt like he was "in a fog." He reported getting a reading of "80-90 mg/dl" possibly on the one touch ultra meter and 130 mg/dl on a one touch ultrasmart meter. The time difference betwen the two readings is unk. He then went to hosp where reportedly his reading was lower. He was given an IV of unk contents and was hospitalized. It would have been helpful to know the following, if the pt was using the same test strips with both meters, if he took any medications or consumed food/beverage(s) at the time of the event and what day/time the symptonms started. It also would have been helpful to know when he started to feel like the meter was reading inaccurately, if he treated himself based on the inaccurate reading, when and how he was taken to the hosp, diagnosis a the hosp, what treatments he received during the incident, how long he was hospitalized, readings he got in the hosp, and medication adjustments if any. The customer care advocate (cca) verified that the pt is cleaning his puncture site correctly, is applying his blood properly to the test strips, and is using finger-stick blood samples. The cca was unable to walk the pt through a control solution test since his test strips were expired. The pt also reportedly keeps 50 tests strips in each vial (that means combining 2 vials together) and has "cut off flap of the test strips." He mentioned that he has been storing the test strips this way for some time. This may affect the accuracy of the test strips. It is possible that he was receiving inaccurate high readings due to improper storage of test strips although it is not known if the pt had tested prior to the event and whether he was basing treatment on his readings. This may have contributed to him developing symptoms and eventually requiring hcp assistance. The meter, test strips, and control solution were replaced.